Manufacturer narrative:
B3: the event occurred between (B)(6) 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix non-vented high-volume inlets had black particles/hair inside the packaging. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was particulate matter in the packaging. The reported condition was verified. The reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.